Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving saline at an unknown dose and concentration via an implantable pump for intractable spasticity and head/brain injury. It was reported that during an elective replacement indicator pump replacement on an unknown date, a potential infection was discovered during surgery. It was suspected that the fluid was infected, however diagnostics could not be obtained and it was not reported where the fluid was. The system was removed and not replaced. It was noted that the pump was delivering saline as the patient had been weaned from baclofen due to concern that their pump replacement would not take place prior to end of service. The cause of the potential infection could not be obtained and the resolution remained unknown. Additional information has been requested regarding when the patient began experiencing the reported infection; diagnostics performed; cause of the infection; and the resolution, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.